Event description:
The dr claims that the graft was implanted for an aortic arch and descending aortic replacement. A hand-made stent graft was also implanted at the same time. A mediastinal drainage tube was taken out on post-operative day (pod) #3, but pericardial effusion was noted on pod#7 with elevated white blood count (wbc). Pericardiocentesis was found on pod#7 and pod#11 and drained out a total of 1280ml. The culture of the fluid came back negative. Wbc level came down to normal by pod#18. The pt felt fatigue during the 18 days of the incident. The pt's present condition is reported as "pt is now doing well."